Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown citation stem. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
Notice received from plaintiff's attorney indicates that patient had a primary left hip surgery on (B)(6), 2006 with a stryker v40 femoral head and citation stem. It is alleged that the patient was revised on (B)(6), 2007 and on (B)(6), 2013 due to personal injuries sustained as a result of the implanted devices. It is further alleged that the product caused metallosis and a revision surgery.